Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.

Manufacturer narrative:
The device was returned due to patient death. Upon receipt, the device voltage was above elective replacement indicator (eri). Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. An ate (automated test engineer) was performed and the test results passed.